Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received with the firing knob advanced. The loading unit was fully fired and the interlock was engaged. Additionally, it was noted an attempt was made to unload the single used loading unit(sulu) from distal end. The cartridge cover was disengaged and missing from the device. The knife blade was disengaged from the loading unit with no noted damage. Functionally, the firing knob was retracted and the loading unit was unloaded from the device. A test sulu was then loaded into the device. The device and test sulu were applied to the appropriate media with acceptable results. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged cartridge cover may occur if an excessive force is applied to the cartridge. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of unloaded improperly that has no relationship to the reported condition. Replication of the secondary condition may occur if the loading units are unloaded improperly. The instructions for use(IFU) includes instructions for after the firing, which includes returning the firing knob all the way back to its pre-fire position. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the procedure was completed, the patient suffered post operative bleeding at the staple line following an open exploratory laparotomy and right hemicolectomy due to a poor staple formation. A reoperation on the same day was done to oversew the staple line. Current status of the patient is alive.